Event description:
Reporter called regarding his hip replacement. On (B)(6) 2023, he had hip replacement done with no issues. In (B)(6) 2025, he began to experience pain in his hip. He states sometimes it's so painful, he is unable to stand up. He does not have a model, serial or lot number but he claims there was a recall on his device on (B)(6) 2024 but did not receive recall letter in the mail.